Event description:
It was reported that during an rotator cuff repair using the opus perfectpasser connector suturing device, the device would only fire one needle. The procedure was completed using a competitor's device. There were no significant delays or pt complications reported as a result of this event.